Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a tonsillectomy + adenoidectomy surgery, the metal electrode of the evac 70 xtra broke in two when it was used for 15 minutes. Additionally it was unable to generate plasma. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference : (B)(4). H11 the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information was provided where it was stated that the electrode did not broke inside the patient; therefore; there is no risk of pieces falling inside the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.